Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510(k) number of the potential product codes and lots received by the clinic are the same; therefore, they were provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12d27068 and h12b29043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis while in the hospital for severe back pain. The nurse reported the cause of the peritonitis was diarrhea which had crossed over the peritoneal membrane. Treatment for the peritonitis included zybox, oral (dose and frequency not reported). On an unreported date, the patient was discharged from the hospital. At the time of the initial report, the patient was not recovered from the peritonitis event. This is report 2 of 3 involved in this peritonitis event.